Manufacturer narrative:
It was reported that the device would be returned for analysis; however, after multiple attempts, no additional information could be obtained and the device was not returned for analysis. Conclusion: as reported by a healthcare professional, during cerebral coil embolization, as the neuroscout guidewire (601414/ h28087) was handed to the specialist, it was noted that it had ¿strands out¿, and therefore, the device was not used in the patient. The device had been stored as per labeling instructions. There was no procedure delay. It was reported that the device would be returned for analysis; however, the device was not returned and multiple attempts to obtain additional information were unsuccessful. The device was not returned for analysis. The DHR review of the manufacturing documentation associated with this lot h28087 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The damage to the guidewire could not be confirmed without product return for analysis. Based on the minimal information that could be obtained, the root cause could not be determined. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the events were related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Conclusion: updated with product analysis: as reported by a healthcare professional, during cerebral coil embolization, as the neuroscout guidewire (601414/ h28087) was handed to the specialist, it was noted that it had ¿strands out¿, and therefore, the device was not used in the patient. The device had been stored as per labelling instructions. There was no procedure delay. It was reported that the device would be returned for analysis. The device was returned and examined under microscopy. The distal tip bound was not intact, through remnants of the adhesive could be visualized. The distal bead had been placed into a "j" shape with the very distal portion showing a bend. The mid joint and proximal bonds are intact. The diameter meets the 0.014" specification except at the very tip. The tip bound passed multiple inspection and proof loading. The tip shape and adhesive remnant strongly suggest that the bound failed during tip shaping process, which is performed by the user. The "strands out" condition can be attributed to user error. The DHR review of the manufacturing documentation associated with this lot h28087 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The event was confirmed based on the condition of the returned device. The root cause of the event appears to have been related to the user re-shaping the distal tip. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Mof/dqx.. It is anticipated that the device will be returned for analysis; however, the device has not yet been received. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during cerebral coil embolization, as the neuroscout guidewire (601414/ h28087) was handed to the specialist, it was noted that it had ¿strands out¿, and therefore, the device was not used in the patient. The device had been stored as per labelling instructions. There was no procedure delay. It was reported that the device would be returned for analysis.